Event description:
It was reported that the right ventricle (rv) lead exhibited loss of capture and high out of range pacing impedance measurements. The patient experienced syncope and fell and was admitted to the hospital. During testing, no noise was reproduced with provocative maneuvers. While at the hospital, the patient passed away. The rv lead remained in situ. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch mw5120074.